Event description:
The surgeon experienced suture breaking in some of these instruments. Surgeon successfully used 7 or 8 devices out to 10 to 15 opened. The issue appeared to be knots being difficult to slide and suture breakage when tightening the knots. It is unknown how many t's remain in the paitent unsupported. These incidents did prolong surgery however, a significant delay was not reported. The surgeon places t's 3-5mm apart. The procedure was successfully completed using additional fast-fix devices. No patient injury was reported.